Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported, that improper labeling occurred. A 4.5mm x 8mm quantum maverick balloon catheter was selected for used. However, during unpacking of the device, it was found, that the internal package showed different size to the external package. There were no patient complications reported.